Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems (thoracic and cervical) implanted. It was reported the pt had not charged her scs ipg (thoracic in over a year. Subsequently, the ipg became inoperable. The pt was without stimulation. The pt underwent surgical intervention where her ipg was removed and replaced. The pt reported effective therapy postoperative.